Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). Investigation is completed. This is an initial final report submission. Functional testing found the device would not power on in high or low mode with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hip kit stopped suctioning during a procedure. There was no harm or delay reported. At product evaluation investigation visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Due diligence is complete and no additional information is available.